Manufacturer narrative:
DHR check: by checking the sterilization charts of the lots involved, no anomaly was found on the components manufactured with the same lots. Therefore, we can state that the components have been properly sterilized before being placed on the market. This is the first and only complaint due to infection on these lot#/ster. Instruments/x-rays analysis: no explants were received by the complaint source for analysis as per hospital policy. We received pre-revision x-rays dated (B)(6) 2019 and sent them to our medical consultant for analysis. Unfortunately, we have still not received his consultant about this case. At this stage, we are not able to investigate the root cause of this event. Should we received further information on this case, we will submit an additional report to complete the investigation. In conclusion, stating that: - by checking the sterilization charts, no anomaly was detected; - no further complaints due to infection were received on these lot#/ster. - previous surgery performed on (B)(6) 2018 was also due to infection and the stem was left in situ during revision we can speculate that root cause of this incident is not product related. Pms data: according to our pms data, revision rate due to infection of smr anatomic hemi system is (B)(4). None of these incidents was product related. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Revision surgery of a shoulder prosthesis due to infection occurred on the (B)(6) 2019. Clinical history of the patient can be summarized as per following: - primary surgery performed on the (B)(6) 2007; - first revision surgery performed on the (B)(6) 2013 due to infection (surgeon removed glenoid and humeral components, leaving the stem in-situ); - second revision performed on the (B)(6) 2015: conversion to reverse with a customized glenoid (product code 9617.14.037, lot #1510819, ster. 1500232) due to a loss of functionality; - third revision surgery performed on of (B)(6) 2018 (complaint #(B)(4)) due to infection. Conversion to cta head; - fourth revision occurred on the (B)(6) 2019 due to infection. All the following prostheses were explanted: o 1323.09.460 smr cta humeral head ø46 mm lot#1701877 ster. 1700092 o 1352.15.200 smr cta heads adaptor ø36 mm lot#1805896 ster. 1800189 o 1304.15.210 smr stelo alettato non cement. Lot #0604660 ster. Unknown according to the info reported, surgeon removed all the prostheses and patient underwent new antibiotic treatment to eradicate infection. During the current revision surgery, the surgeon commented on the presence of a pseudomembraneous tissue around the humeral body. Multiple swabs and specimens of tissue were taken and sent for analysis. Surgeon remarked that humeral stem (implanted in 2007) was well fixed with good bony in-growth and required humeral osteotomy to remove it. Event occurred in australia.

Manufacturer narrative:
By checking the manufacturing and sterilization charts of the lot#s involved, no anomaly was found. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to infection occurred on (B)(6) 2019 due to infection. Clinical history of the patient can be summarized as follows: primary surgery performed on (B)(6) 2007; first revision surgery performed on (B)(6) 2013 due to infection (surgeon removed glenoid and humeral components, leaving the stem in-situ); second revision performed on (B)(6) 2015: conversion to reverse with a custom glenoid due to a loss of functionality; third revision surgery performed on (B)(6) 2018 (complaint # (B)(4), not reported to FDA) due to infection. Conversion to cta head; fourth revision occurred on (B)(6) 2019 due to infection. All the following prostheses were explanted: 1323.09.460, smr cta humeral head ø46 mm, lot#1701877, ster. 1700092; 1352.15.200, smr cta heads adaptor ø36 mm, lot#1805896, ster. 1800189; 1304.15.210, smr stelo alettato non cement, lot #0604660, ster. Unknown. According to the info reported, surgeon removed all prostheses and patient underwent new antibiotic treatment to eradicate infection. During this revision, the surgeon commented on the presence of a pseudomembraneous tissue around the humeral body. Multiple swabs and specimens of tissue were taken and sent for analysis. Surgeon remarked that humeral stem (implanted in 2007) was well fixed with good bony in-growth and required humeral osteotomy to remove it. Event occurred in (B)(6).